Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indiating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 167 mg/dl. The customer was advised to change the set and/or reservoir in order to troubleshoot. Cus;tomer was advised to rewind the insulin pump, reinsert reservoir and ran manual prime to at least 5.0 units. The customer stated that the device alarm no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.